Event description:
The company received a report where the customer claimed the following "tracheostomy inner tube loose and connector is also loose and difficult to connect to the ventilator." The caller confirmed that extubation and recannulation of a replacement tube was required.